Manufacturer narrative:
Product analysis: a graphic user interface was returned to covidien/ medtronic¿s product analysis. A visual inspection of the component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; a functional testing was performed and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation and repair of the 840 ventilator has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a gui display failure. The ventilator was not in use on a patient at the time the malfunction occurred.